Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her child's insulin pump buttons are not responsive and are hard to push. Customer's blood glucose was 201 mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.